Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). Additional information provided for h3, h6, and h10. A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. No previous service history was found. Visual and functional testing were performed. The device was received with a crack in the rear of the housing near the quick connector fitting. The cause of the reported issue was duplicated. The reported issue was caused by wear and tear from use. The root cause was due to use error. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: corrected d1, product code provided.

Event description:
It was reported the device leaked. No adverse effects.